Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited failure to capture and reduced r-wave amplitudes. A chest x-ray was performed and confirmed right ventricular lead dislodgement. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned for analysis measuring 57.5 cm for the reported events of dislodgement, failure to capture, and reduced r-wave amplitudes. Visual examination found the helix retracted and clogged with blood, as well as procedural damage. X-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported events of failure to capture and reduced amplitudes were not confirmed.